Event description:
Caller reported that the insulin gauge on their pump displayed a different amount than expected, specifically 190 units instead of the expected 240 units. There was no adverse impact to the customer's blood glucose level. The customer chose to load a new cartridge themselves instead of reloading the existing one, and a replacement pump was sent to them.